Manufacturer narrative:
Concomitant medical products: product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2021 product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3058, serial/lot #: (B)(4), ubd: 14-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for call was caller said the patient told the hcp they are getting an error message when they try to use their controllers. Caller is going to follow up w/ the patient. Agent did not ask about the circumstances that led to the reported issue. Caller said the patient had a lead and pocket revision.